Event description:
Patient (female, (B)(6) yrs.) Was positioned in a pre-op recliner, draped by a sheet, and being warmed by a hot dog patient warming system (b103 blanket). At some unreported time afterward, the nurse lifted the sheet to apply another device to the patient's legs, detected a smoke odor, and immediately removed the warming blanket. Staff reported there was no patient injury.

Manufacturer narrative:
The returned warming blanket was received on 03/03/2015 and evaluated to current specifications. Observations included a broken internal positive power wire which contacted and burned a small area of the heater fabric.